Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and illegible for interaction. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether their levels exceeded 500 mg/dl. Since the pump was out of warranty, no replacement pump was provided. Customer reverted to an alternate method of insulin therapy.